Event description:
A us distributor contacted zoll to report that a patient¿s allergic reaction to dye from a catheterization procedure was exacerbated by the lifevest equipment. Patient described the area as full body hives, red and splotchy, and about the size of golf balls. There was no alleged device malfunction contributing to the reaction. The patient¿s physician prescribed a steroid, allegra, pepcid, zyrtec and xanax. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.